Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's drive support cap was damaged. Customer stated that entire insulin pump had cosmetic damage. Customer stated that entire back half of insulin pump pops off and everything inside was loose. Customer stated that insulin pump's retainer ring was also damaged. Customer stated that reservoir was able to lock into the compartment. No harm requiring medical intervention was reported. The device will not be returned for analysis.